Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water was not circulating. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6). Additional information: b3, b5, d10, h3, h6 - health effects and evaluation codes device evaluation: one device was returned for investigation. Visual inspection found the device had a screw stuck in the chassis. A faulty pump was also not circulating water. Functional testing confirmed the complaint; the pump would not pump. Root cause was attributed to a faulty pump. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pump assembly and chassis. Performed preventative maintenance (pm). Device passed all functional testing after the completed repairs.

Event description:
Additional information was received: event date was updated from unknown to (B)(6) 2023. Event occurred remains unknown as they were not sure if the problem arose during the operation. There was no patient injury. No additional details provided.